Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked from the filling port. The device contained fluorouracil and saline. This occurred after the filling process was completed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: b5, f10/h6: component codes (replace code). B5: the leaks were observed from the bladder. H4: the lot was manufactured between march 27-28, 2024. H11: the actual device was not available; however, a photograph of samples were provided for evaluation. Visual inspection was performed which showed droplets of fluid on the outer surface of the device's bottle suggested that a leak may have occurred; however, it was unknown where the droplets came from. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.